Event description:
It was reported that the patient presented to the emergency department due to the patient alert being triggered. The device interrogation revealed lead noise, oversensing and increased and high impedance. The patient was transferred to a different hospital where the physician opened the pocket and observed that there was no problem with the connection of the connector and/or lead. All measurements were done and tested fine. The lead remains in use and the patient will be monitored closely. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - resistance/impedance increase. Daily pace lead impedance trend data shows an increase for ventricular pace bi impedance = 494 to 1311 ohms peak between (B)(6) 2012 and (B)(6) 2012. Std review - lead integrity alert triggered 1 - patient alert for lead failure predictor on (B)(6) 2012 11:54:07. Sensing - oversensing. 15 - ventricular nst<=180 ms on (B)(6) 2012 in the timeframe between 14:44:49 and 18:27:34. Sensing - interference/noise. Ventricular short interval count v-sic=11.6 counts avg/day, in 4.40 days, between (B)(6) 2012 09:13:15 and (B)(6) 2012 18:56:01.